Event description:
Hillrom received a report from a hillrom technician stating the bed brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the brake switch needed to be adjusted. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the brake switch to resolve the issue. Based on this information, no further action is required.